Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with a full syringe of insulin. At the time of the reported event, the insulin gauge displayed 175 units, which the customer reported was accurate. In addition, the customer alleged that the pump stopped delivering insulin when the insulin gauge decreased to 30 units remaining in the cartridge. Reportedly, the cartridge was changed to resolve the issue. At the time of the reported event, the customer declined to perform troubleshooting. The customer's blood glucose level was 233 mg/dl.